Event description:
Customer reported that her device had unresponsive buttons. There was no adverse impact to emily's blood glucose level. Customer declined any follow-up with customer support, and no additional actions or outcomes were reported.